Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer's blood glucose (bg) read ¿high¿ on the pump. Elevated bg was addressed by a manual insulin injection. Customer changed the pump supplies to resolve the issue.